Event description:
Customer states that he is having a problem with the unit not moving. He has to turn off and back on. Customer states that this can happen after 25 minutes. Drives every day for a total of 3-4 hours for small periods of time. Customer mentioned that he drives over gravel driveway and in the grass lawn. Customer has not had dealer come out he states his dealer good shepherd does not service. Customer had a mechanic check the batteries 3 weeks ago and they are fine.